Event description:
Information was received from a healthcare professional regarding a patient receiving medication via an implanted pump. The patient¿s medical history included severe torsion dystonia and athetosis. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that the pump pocket became infected following a catheter replacement procedure (see manufacturer¿s report # 3004209178-2016-26252). The pump was replaced in (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.